Event description:
It was reported that during a procedure of a heavily calcified, diffuse, long lesion of the right coronary artery, after initial pre-dilatation the physician wanted to go more distal and used several different size dilatation catheters and the 2.5 x 15mm voyager but could not cross the lesion. After removing the guide catheter (gc), guide wire, and dilatation catheter from the anatomy, he placed a jl4 non-abbott gc, a bmw gw and 1.5x15 non-abbott balloon catheter which was inflated (2x) at 14 atmosphere (atm), and then the balloon was removed. A 2.5x15 nc voyager was attempted but would not cross the lesion and was removed. A 2.5x15 voyager was advanced and inflated (7x) and removed. A cutting balloon was attempted but would not cross and was removed. The 2.5x15 nc voyager was readvanced and inflated (3x) however, it ruptured at 20 atm during the third inflation. Ultimately the procedure was completed with placement of one 2.5x18 minivision stent. There was no reported patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ironman (x2), bmw 190cm; guide cath: 6fr jl 4 optimal viking (x2); stent: 2.5 x 18 mm minivision ((B)(4)); other: 2.5 x 15 mm cutting balloon. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the failure to cross. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and the balloon was able to be inflated several times before the rupture. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the heavily calcified anatomy, such that the balloon ruptured upon the attempt to inflate the balloon. Additionally, it was reported the balloon was inflated above the rated burst pressure (rbp) of 18 atmospheres (atm) which also could have contributed to the rupture. It should be noted the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. The reported balloon rupture and failure to advance appear to be related to the operational context of the procedure. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).